Event description:
Endologix supra renal stent was opened and inserted into patient. Upon attempting to deploy stent in aorta, it would not fully deploy. Numerous attempts were made to get the stent to deploy, including using a mustang balloon, an equalizer balloon, and a snare. Md, with assistance from vendor rep attempted to dissemble the handle of the device. The vendor rep called for assistance from mfg. Upon dissembling device and discussion from rep, other methods were tried and the stent was successfully deployed.